Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while securing mesh during a laparoscopic ventral hernia repair intraperitoneal only mesh placement, there was a difficulty in loading the reload onto the handle and the device was misfiring. They said that the device was making a grinding noise from the first firing despite being lined up and loaded properly. It was stated that they went through three tackers and ended up switching to another brand.